Event description:
While physician was snaring a polyp off in the colon, the finger handles of the snare broke and slid out from the main body of the snare handle, not allowing the retraction of the wire into the snare sheath. After playing with the handle trying to hold it together, the wire was eventually retracted into the sheath and removed. Manufacturer response for snare, sensation short throw 13mm (per site reporter). Customer advocate specialist for boston scientific was notified. Arrangements made to return device and receive credit or replacement product.